Event description:
It was reported that the right ventricular (rv) lead experienced a fracture. During the replacement procedure, the physician attempted to disconnect the rv lead from the device, however the physician noted that the screw on one side of the generator was loose. The physician decided to replace the generator at that time as well. The device was capped and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned. Analysis was performed and no anomalies were found. However, the returned device indicated a loose/detached set screw. The missing atrial setscrew was replaced to perform the sigma pace measurement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.